Manufacturer narrative:
Batch review performed on 09 april 2018; lot 168477: (B)(4) items manufactured and released on 23 february 2017. Expiration date: 2022-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and revised the liner. The surgery was completed successfully.